Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during an anterior cervical fusion, the 4.0 x 15mm self-drilling screw at c6 cracked upon implantation. The surgeon was unable to fully seat the screw and was unable to remove the screw. The screw remains in the patient. No patient complications were reported.